Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It is reported that there is a gap or hole in the solder.

Manufacturer narrative:
Investigation: the investigation was carried out using a keyence digital microscope. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably manufacturing error. Rational: the supplier quality manager confirmed that the needle holder is not according to the specifications. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.